Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius combiset bloodline¿s heparin line detached during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. One photo has been provided.

Manufacturer narrative:
Plant investigation: the complaint device was not returned to the manufacturer for physical evaluation. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed.

Event description:
A user facility¿s biomedical technician (bmt) reported that a fresenius combiset bloodline¿s heparin line detached during a patient¿s hemodialysis (hd) treatment. The patient¿s estimated blood loss (ebl) is unknown. There was no patient serious injury or medical intervention required as a result of this event. The patient was restarted and treatment completed successfully with new supplies. It is unknown if the complaint device is available to be returned to the manufacturer for evaluation. One photo has been provided.